Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked insulin from the o-ring near the septum. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 240-260 units of insulin. Reportedly, the cartridge was changed to address the issue. In addition, the customer experienced low blood glucose (bg) level of 36 mg/dl; cause was not known. Reportedly, the customer required assistance obtaining juice to address bg. The customer continued to use the pump for insulin therapy.